Event description:
Event description cpi received information that the physician elected to explant this implantable cardioverter defibrillator (ICD), which was included in the safety advisory communicated to the physician on nov 10, 1999. There were no allegations against the performance of the ICD.